Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: scoliosis, procedure: posterior fusion, levels: t3-l3 it was reported that, intra-op, tip of driver broke while removing the set screw. The product came in contact with the patient. No fragments of product remained inside the patient. No patient complications were reported.